Event description:
A prepared IV bag with investigational pembrolizumab was sent back to pharmacy with a possible leak of the IV line. Visibly 1 to 2 ml of fluid was present in the other plastic bag. After inspection, no obvious leaks were detected. The IV line will be sent back to carefusion for further analysis.